Manufacturer narrative:
The field service representative (fsr) inspected the alinity c processing module, serial number (B)(6), and replaced the ict to ict pre amp cable. Part replacement resolved the issue. Return testing was not completed as returns were not available. The instrument service history review for ac03476 revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c processing module did not identify any trends. A review of tracking and trending for the ict to ict pre amp cable did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or product deficiency of the alinity c processing module for serial ac03476 or the ict to ict pre amp cable were identified.

Event description:
The customer reported a frayed ict cord and getting an instrument error code 3436 ict reference aspiration check error (ict reference solution not aspirated). The customer stated they generated falsely depressed sodium (na) results on (B)(6) 2024. The customer also states that the qc was out-of-range. The customer provided an example of sodium results that were generated. The initial sodium result was 119 mmol/l with a repeat sodium result of 144 mmol/l (normal range: 136-145 mmol/l). There was no impact to patient management reported.

Event description:
The customer reported a frayed ict cord and getting an instrument error code 3436 ict reference aspiration check error (ict reference solution not aspirated). The customer stated they generated falsely depressed sodium (na) results on (B)(6) 2024. The customer also states that the qc was out-of-range. The customer provided an example of sodium results that were generated. The initial sodium result was 119 mmol/l with a repeat sodium result of 144 mmol/l (normal range: 136-145 mmol/l). There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.